Manufacturer narrative:
(B)(4).

Event description:
Information received by medtronic indicated that the reservoir had a big air bubbles. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed pre-fill reservoir test. Found no air bubbles anomaly during analysis. Checked o-rings or stopper groove for defects and none was found. Conclusion: no air bubbles. (B)(4).